Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70 serial number: (B)(6). Batch/lot number: 7083582 model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient developed edema at the distal tip of one of the leads, accompanied by tenderness, swelling located at the left eyebrow outer corner. Drainage was successfully performed, and the patient was doing well. It is suspected that the cause of lead edema was friction/irritation from the tip of the lead.